Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation of the device, the device was powered on and the red led clamp was alarmed and illuminated. The issue was found to be a faulty air bubble sensor. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical fluid warmer had issues with the air detector and clamp alarm. The gas vent filter filled to the top and still alarms. There were no reported adverse events.